Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with prime fill anomaly. The customer states that during a set change, the customer will get to rewind the device, and the pump will default and go back to the rewind. The customer's blood glucose level at the time of incident was unknown. The customer states the device will not allow them to exit the prime loop. Troubleshoot was conducted, and the customer was advised the pump would be replaced and returned for analysis.